Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
The three receipts of this lot were released 11/05/2010, 11/10/2010, and 11/10/2010. A review of the device history record revealed there were no mrrs, ncrs, or complaint related issues with this complaint. The three receipts of this lot were released 11/05/2010, 11/10/2010, and 11/10/2010.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013 with a patient presented with 31-a2 fracture, reportedly the cable tensioner instrument would not tension. The surgeon tried to fix the far fractured lesser trochanter with cable and the tension could not reach above 30 kg. The fluted knob could not be rotated. The surgeon changed to a mild steel wire and completed the operation. After the operation, there was a probability of residues of bones and soft tissue deeply; therefore, the surgeon washed this area conscientiously by the ultrasonic cleaner. This is 1 of 1 report for complaint #(B)(4).